Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device reported was 5.6 inr for patient #1 and 8.0 inr for patient #2. The lab results reported were 3.6 and 5.3 inr. The device was replaced and requested to be returned for evaluation.